Event description:
International affiliate reported that the cord was used to close the sternum of a patient following open chest procedure. Five out of six cords broke fourteen days following implantation, the patient was returned to surgery for repair.